Event description:
It was reported that the patient presented for implant procedure. During procedure, failure to insert ventricular lead into the pulse generator was observed. The generator was not used, another was implanted successfully. The patient¿s condition before and post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.